Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing from the ra was detected on this lead, leading to low biv pacing percentage. Lead remains implanted. Should additional information become available.